Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving gablofen (2000 mcg/ml at 786.9 mcg/day) via an implantable infusion pump. The indication for use was cerebral palsy and intractable spasticity. It was reported that the patient had an abdominal infection that was determined to be in the "sac" once the patient was admitted to the hospital. It was noted that the entire pump had to be removed. The caller stated that the patient had to wait 5 months for a new pump to be implanted during which she experienced significant withdrawal and came close to not surviving. No further complications have been reported as a result of this event.